Event description:
Spontaneous communication. Per patient, legacy pump serial (B)(4) (expiration date not provided) is malfunctioning. Pump started to alarm at 4am on (B)(6) 2022 with cassette not attached error. Per patient, cassette was attached and the bag inside the cassette was not coming out of the holes on top. Patient only had 5 hrs left in that cassette. She made a new cassette and switched to backup pump and had no further issues. Cannot determine if it was pump and/ or cassette malfunction. Cassette lot number and expiration date not provided. Patient wants new pump sent. No other information known. Prescriber has not been notified. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of pump when alarm occurred is unknown. No additional information is available at this time. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual device available for investigation? Yes; did we replace the device? Yes; did the pt have a backup device she was able to switch to? Yes; was the pt able to successfully continue her infusion? Yes; is the infusion life-sustaining? Yes; outcome? Replacement sent. Reported to (B)(6) by pt/caregiver.